Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 486 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with insulin injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not mention any symptom related to high blood glucose level. The customer changed the infusion set and noticed that it was not primed and called for assistance and the insulin pump had a red spot on suspended delivery. The insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.